Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k #k041584 and UDI # 00643169097865 was cleared in the united states. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of primary osteoporosis, compression fracture involved in bkp (balloon kyphoplasty) procedure. Levels implanted- l1. It was reported that at intra-op, cement leaked into l1 spinal canal. The patient was placed under observation immediately after bkp procedure. The hospitalization was extended, and additional surgery was performed to remove the cement that leaked into l1 spinal canal. Patient had continued pain. Health damage in the patient was reported. There was no delay in overall procedure time. Cement explanted partially. Event was associated with the patient. Labelling was followed throughout the procedure. On 2021-mar-15, received additional information that pain was due to cement leak. Only the cement leaked into the spinal canal was removed. The cement in the vertebral body continued to remain in the patient's body. No malfunction with the entire kit.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of primary osteoporosis, compression fracture involved in bkp (balloon kyphoplasty) procedure. Levels implanted- l1. It was reported that at intra-op, cement leaked into l1 spinal canal. The patient was placed under observation immediately after bkp procedure. The hospitalization was extended and additional surgery was performed to remove the cement that leaked into l1 spinal canal. Patient had continued pain. Health damage in the patient was reported. There was no delay in overall procedure time. Cement explanted partially. Event was associated with the patient. Labelling was followed throughout the procedure.